Event description:
It was reported that this lead exhibited high out of range shock and pacing impedance measurements. This lead was disconnected from the device and cleaned, however out of range measurements were still recorded. As testing remained the same, the suspected cause was a lead fracture. The patient was hospitalized and the device reprogrammed to monitor only until further intervention can be completed. This lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).